Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported the implantable neurostimulator (ins) was expired. The issue was not resolved at the time of the report. No symptoms were reported. There were no further complications reported and/or anticipated.